Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported feeling a ticking sensation. The patient was brought into the clinic for review and loss of capture was observed on this right ventricular (rv) lead. Further review revealed a drop in both sensing amplitudes and pacing impedances. A chest x-ray was obtained that confirmed the rv lead had perforated the right ventricle. A revision procedure was performed and this rv lead was extracted and discarded. No additional adverse patient effects were reported.